Event description:
Customer reported that the insulin pump was not pushing insulin through. Customer also stated that they have been experiencing high blood glucose readings. Customer's blood glucose reading at the time of the call was 571 mg/dl and was treated with a manual syringe. All settings were noted to be correct. A no delivery alarm was noted in the alarm history. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.